Manufacturer narrative:
The report of a forward firing output beam could not be confirmed. Failure analysis for fiber (B)(4): the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window; the metal cap is loose from the glass cap; the glass cap can rotate freely within the metal cap. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This issue would not result in forward firing of the side-firing surgical fiber and is no a reportable event.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber rotated within the metal cap and forward firing of the output beam was observed. The procedure was completed using a second surgical fiber. There was no patient injury reported. Gland volume: 60 ml. Time expended: 14:19 minutes. Joules used: 68,740.

Manufacturer narrative:
(B)(4).